Event description:
The user facility reported a blood leak from an introducer sheath. The introducer sheath had been successfully used to complete a catheterization procedure. Following the procedure, the patient had been sent back to their room with the introducer sheath still inserted into femoral artery. At some point in time, a nurse noticed blood leaking from the device. Reportedly, the side-arm tubing had become disconnected from the hub portion of the sheath. The introducer sheath was removed and a pressure dressing was applied to stop the bleeding. The patient condition was reported as "okay."